Event description:
Unable to bear weight [weight bearing difficulty[, stiffness in her knee [joint stiffness], swelling in her knee [joint swelling], knee effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2011 from a (B)(6) female patient, initials (B)(6), with arthritis. The patient's medical history included previous synvisc injection. On an unspecified date in 2010, the patient initiated treatment with synvisc (hylan g-f 20) 2 ml, weekly injection in the right knee. The lot number was not provided. On an unspecified date in 2010 (night after receiving synvisc injection), the patient experienced stiffness and swelling in her knee and was unable to bear weight. The patient was seen by her health care professional and fluid was drained from her knee. The labs performed on the fluid were negative. Treatment medication included prednisone (prednisone acetate). The action taken with synvisc treatment was not provided. The outcome for all the events was not provided. Concomitant medications were not provided. The intensity for all the events was not provided.

Manufacturer narrative:
The benefit-risk relationship of drug synvisc is not affected by this report.